Event description:
The plaintiff's attorney that the decedent expired on or about (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This report event is on the same pt involving two separate products and associated with medwatch # 1225714-2013-00883.